Event description:
It was reported by customer that iui left connector pin was corroded. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that iui left connector pin was corroded. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex b, c, g codes and manufacturer narrative. Investigation summary: the report of iui left connector pin was corroded could be confirmed from the provided photos; however, inspection and laboratory testing could not be performed because the device was not returned for investigation. The logs couldn¿t be downloaded as the devices were not returned for investigation. Per the best practices for cleaning bd alaris¿ system devices tip sheet, remove the iui connector covers. Apply 70% isopropyl alcohol (ipa) directly to the dedicated iui cleaning brush. To prevent cross-contamination, do not dip the brush into the ipa. Do not use a device with any damage, cracks, surface contaminants, or discoloration on the iui connectors. Send it to biomedical engineering for repair alaris system user manual (v12.3.2), states; use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿iui left connector pin was corroded¿ was not identified. Photos provided confirmed corrosion on the female and male iui; however, inspection and laboratory testing could not be performed as the devices were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.